Manufacturer narrative:
The siemens headquarters support center (hsc) was contacted by the customer. The hsc evaluated the instrument data and determined that the instrument and reagent performed within specification during the time of the event. The customer informed the hsc that a short sample may have occurred on the initial hcg test. The cause of the discordant hcg result is unknown. The customer successfully tested the original sample and a new sample. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s). The discordant hcg result caused a delay in performing a control exam (coelioscopy), which subsequently confirmed an ectopic pregnancy and delay in medical treatment. The customer repeated the sample on the same instrument using a 1/100 manual dilution. The customer also tested a plasma sample from the same patient. It is unknown as to which result was reported to the physician(s) as the corrected result. There are no known reports of adverse health consequences due to the discordant hcg result.